Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event. The customer was treated with the insulin pump and the customer experienced symptoms of difficulty breathing. The customer is using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed partially and found that the infusion set cannula was bent. The auto mode feature was not active at the time of the event. Advised the customer to do a displacement test on the pump and it got passed. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.